Event description:
It was reported to nova biomedical that a consumer mistreated herself based on high readings obtained on her blood glucose meter and experienced a hypoglycemic event not requiring medical intervention. It was revealed during the call that the consumer does not store her test strips appropriately and does not practice control solution testing as recommended in nova's direction for use. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.